Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [01/23/2013]. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported having experienced "unusual pain, tingling, swelling, numbness or burning of the breast." Side was not specified. There is no indication treatment has occurred. This record for the right side. The device has been explanted. Later, healthcare professional reported deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on the radius side assessed as surgical damage. Inflammation/irritation : unable to observe since it is a medical event and is not related to the device. Pain-ndr : not applicable as the event is not related to the device. Additional observation: crease observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported having experienced "unusual pain, tingling, swelling, numbness or burning of the breast." Side was not specified. There is no indication treatment has occurred. This record for the right side. The device has been explanted. Later, healthcare professional reported deflation.